Event description:
Olympus was informed via repair request that the customer high-definition liquid crystal display monitor does not power up. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for repair. The customer¿s reported problem was confirmed, the monitor does not power up due to a defective circuit (g1) board failure. Additionally, the screen is scratched, and the screen coating is peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5, h8. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon "the power does not turn on" was reproduced and confirmed that it was caused by the failure of the g1 board. From the service manual, we confirmed that the electrical (g1) board has an ac-dc conversion function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.